Event description:
It was reported that a spectrum iq infusion pump had an issue of pump was set to infuse 250ml of fluid in a 1/2 hour, when it beeped finished, there was still 100ml left. This occurred during patient infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing , the reported problem was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a vtbi of 40 for a 60mins. Run time. The delivered amount was 40.556 and the error percentage was at 1.39%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.